Event description:
Customer received results of 32 mmol/l (0830) and 19 mmol/l (0834) on the mobile system. Customer then tested 6.2 mmol/l (0834) on the compact plus system and 26 mmol/l (0844) on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 27829044, expiration date 06/30/2015). (B)(4).